Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4)

Event description:
It was reported the patient experienced pain at the lead site after rolling over in bed. The patient tried to increase the stimulation but the stimulation would not increase. An sjm representative interrogated the system on (B)(6) 2016 and found the majority of the contacts had high impedance values. The system was reprogramed which provided effective stimulation. However the patient reported on 6/9/2016 that the programs were no longer providing therapy. Surgical intervention may be taken to address the issue.

Event description:
The patient's lead was explanted.